Event description:
The physician reported an unexpected postoperative refraction of minus 4 diopters. Lens remains implanted. The surgeon feels the lens was incorrectly labeled.

Manufacturer narrative:
The complaint device associated with this report remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. The cause of this event is undeterminable at this time.